Manufacturer narrative:
(B)(4).

Event description:
Additional information received from a healthcare provider (hcp) indicated the duration of the lioresal therapy was (B)(6) 2009 to (B)(6) 2016. At the time of the event, the lioresal dose was 150.2mcg/day. Concomitant medications included fioricet, colace, protonix, zofran, oral baclofen (as needed), and diazepam (as needed). Patient medical history included cerebral palsy with spastic diplegia and no known drug allergies. Patient symptoms related to the infection included headache, neck stiffness, fever, and chills. A culture was taken of the wound, which revealed pseudomonas aeruginosa. The cause of the infection was undetermined.

Manufacturer narrative:
Information referenced the main component of the system and other applicable components are: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: catheter.

Event description:
On (B)(6) 2016 the patient's pump system was removed due to infection, specifically meningitis. The patient had to go in for a blood patch following the catheter replacement on (B)(6) 2016 and then subsequently developed meningitis. The exact date of onset of symptoms following the catheter replacement was unknown. The situation was being addressed by the healthcare provider (hcp) and was considered resolved. The patient was receiving intrathecal baclofen, type, dose, and concentration unknown. Medical history included cerebral palsy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.